Manufacturer narrative:
Failure analysis noted that the insulin pump passed the displacement test, basic occlusion test, occlusion test, compromised force sensor system alarm test and excessive no delivery test. There were no excessive no delivery alarms noted. The pump had no cosmetic damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 400 mg/dl at the time of incident. The customer treated with manual injection. Troubleshooting was completed. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.